Event description:
Boston scientific received information that the left ventricular (lv) lead was found to be dislodged and wrapped in pocket. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The analysis result revealed the lead had an abrasion from the terminal pin. There is nothing visually wrong with the lead that would cause dislodgement. The laboratory could not confirm the reported allegation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.